Event description:
Information received indicates the brake will hold but the casters are sliding if the bed is pushed.

Manufacturer narrative:
The technician found the rubber tires on the casters were worn. He replaced the four casters to repair the bed.